Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v536342, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient had a loss of therapy. The patient reported the device never provided therapeutic effect. Patient also reported she has a superpubic now. The trial helped her. She would like to have the device removed. Event date was on (B)(6) 2010 for no therapeutic effect and 2014 patient uses a superpubic. She was once in ER (emergency room) and they called her hcp(healthcare provider) and he said he knew nothing about it. Patient asked why they put the device in her if it does not work. Patient was also unhappy that nobody explained to her that she was not able to have an MRI or need to go to a special place to have an MRI. Patient also asked what it takes to have the device removed. The indications for use for this patient was interstim-other.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the patient reports that this had not help the patient at all and it brings more problems in their life. The patient reported that the implanting doctor told her to call manufacturer when the patient went to the emergency room a few years back. The patient commented when your life was in danger you need to know. The patient questioned why her doctor implanted the device not knowing if it was going to work. The patient would like the neurostimulator removed.